Event description:
While on visit to customer site, the endotherapy sales rep. Noticed that a gi lab tech had trouble breathing as what was perceived to be an asthmatic condition. Engineer asked if there was trouble with asthma and lab tech replied "no". Tech explained that issue had been going on for several months and had seen several doctors with condition getting worse and has been diagnosed with trachea stenosis. Tech suspected exposure to disinfectant from scope rooms - over many years at current and past employers. Tech conducted research as to causes of condition and found nothing that relateds to lifestyle etc.; which lead to the belief it must be the rapicide. Tech stated that previous management never did anything about the air circulation in the scope room and when new management arrived, the air exchange wasn't even working at that time and had to be fixed. Tech stated concern for condition and had scheduled appointment with ent physician for possible surgery. There has also been a scope performed by staff physician to find out problems with constricted breathing. The appointment w/ent resulted in surgery because of dilation of trachea (swelling in air passage way).

Manufacturer narrative:
(Per tech) physician stated, that the rapicide is an irritant with her current condition (trachea stenosis), causing swelling which blocks the airway passage. Per physician orders, tech has modified job duties to stay away from rapicide - indefinitely. The facility is currently looking at acquiring hoods to improve room ventilation (which had previously been recommended by the field service engineer). No machine malfuction and/or product defect reported.